Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink in the sheath assembly from femoral marker to the proximal end and a kink in the sheath assembly from femoral marker to the distal end. A kink and damaged (open hole) was encountered in the lap joint area of the sheath. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. Based on the x-ray analysis, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15december2017. It was reported that lost image occurred. The 75% stenosed lesion was located in a moderately tortuous and moderately posterolateral branch. During the procedure, an opticross¿ imaging catheter was selected for use. However, the physician noticed that lost image occurred. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a hole at the sheath lap joint section of the device.